Manufacturer narrative:
25-apr-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Toothbrush head will not sit on the electric part - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b toothbrush head would not sit on the oral-b electric toothbrush. No injury was reported.

Event description:
Toothbrush head will not sit on the electric part - oral-b [device connection issue] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head would not sit on the oral-b electric toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.